Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with cefalexin, ceftazidime and amikacin for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was stopped and re-introduced. The cause and hospitalization were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.